Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A hemodialysis (hd) nurse reported that the ¿saline bag was completely sucked out¿ [sic]. Air from the bag reached the combi set bloodlines and triggered level detector and transmembrane pressure (tmp) alarms on the hd machine. The nurse stated the bloodlines were ¿more stiff than usual¿ [sic]. They were instructed to begin using bloodlines with a different lot number. Additional information was obtained via follow-up. It was reported that all connections were secure prior to treatment initiation. The combi set was inspected for defects prior to use. It was unknown if the lines were primed correctly, and in accordance with the instructions for use (IFU). It was also unknown if any leaks had occurred during the priming phase. The model and manufacturer of both the machine and dialyzer in-use at the time of the event was unknown. It was also unknown when the alarms occurred. It was reported that the event resulted in blood loss of approximately 300 ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being restarted with new supplies on the same machine. The combi set was not available to be returned for manufacturer evaluation. Patient details were requested, but not provided.